Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported top right key not working. There was no patient involvement.

Event description:
The customer reported top right key not working. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced unresponsive keypad. This file is reportable based on the finding of an unresponsive keypad. A review of the device history record for (B)(6) was performed, which showed the device had a manufacture date of 10oct2019 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the (B)(6)which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported top right key not working. There was no patient involvement.